Event description:
A technician reported patient with "erosion/abrasion" of the right eye at ten month lasik post-operative visit. At post-operative visit patient complained of "foreign body sensation (fbs) and pain od starting last night". Additional information indicated patient was prescribed a topical antibiotic, corticosteroid, and hypertonicity opthalmic solution. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to complaint acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).